Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a percutaneous coronary interventional procedure using a small bore hole. Reportedly, when performing step 4, the lever got stuck and could not retract the foot. Force was applied and the device came out. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the returned device condition, the physician did not completely remove the plunger per the instructions for use (IFU) indicating use error. According to the IFU perclose proglide instructions for use, there are 4 steps required to complete use of the device. Step one is to open the foot. Step 2 per the IFU states, ¿depress the plunger with the right thumb (in the direction marked #2) until you visually confirm that the collar of the plunger makes contact with the proximal end of the body. In addition, to the visual confirmation, an audible click should be heard to confirm the needle and cuff engagement.¿ step 3 states, ¿using your thump or forefinger as a fulcrum on the handle, pull out the plunger assembly from the body (in the direction marked #3) and completely remove the plunger and the needles from the body.¿ step 4, relax the device and then return the foot to its original position by pushing the lever (marked 4). The plunger left in the device would leave needles deployed along with the suture within the foot area likely contributing the inability to close the foot causing the difficulty removing the device. Reportedly, the physician applied force to remove the device. It should be noted that the IFU also states: do not apply excessive force to the lever when returning the foot to its original position down to the body of the device. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties the reported difficulty appears to be related to the user error. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.